Event description:
The rptr stated that as resident coordinator at a residential care facility, rptr did back to back (rapid succession) blood glucose tests for a resident. The results were 228, 24, 176 mg/dl. There was no strip discoloration, and the rptr described correct cleaning technique. A control solution test was in range, 128 (95-142). No symptoms were reported. No harm was alleged. Rptr stated that the pt "adds multiple drops to the pink pad so that the confirmation dot turns blue because rptr has trouble obtaining one good drop."